Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump buttons were less responsive and harder to press. The customer¿s blood glucose was unknown. Customer stated that insulin pump louder during rewind and had a random no delivery alarms. The insulin pump will not be returned for analysis.